Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2012. The device was electively explanted due to elective replacement time (ert) and was replaced with a cardiac resynchronization pacemaker (crt-p). The physician elected to surgically cap the shock portion of the right ventricular (rv) defibrillation lead. The rv pace/sense portion of the lead remains in-service. Diagnostic lead measurements through the pacing system analyzer (psa) and replacement device were within normal limits. Fluoroscopic imaging did not identify any visible fracture on the rv defibrillation lead.

Event description:
Boston scientific received information in (B)(6) 2009 that this device detected a red alert (tachy mode set to other than monitor + therapy). The last office interrogation occurred on the same date that the red alert occurred. The clinic was contacted and boston scientific's technical services (ts) was notified at that time that the device had been intentionally deactivated (ordered by physician) due to electrogram noise on the implantable right ventricular (rv) defibrillation lead. Ts contacted the local representative in (B)(6) 2009 and was informed of the red alert. At that time, a lead revision procedure had not been scheduled. Subsequently, boston scientific received information in (B)(6) 2012 that this local representative contacted ts to report that this rv defibrillation lead was fractured associated with electrogram noise and oversensing. The patient's invasive procedure was canceled due to patient condition. The replacement system could not implanted on the right side due to a dialysis shunt and the left subclavian vein was occluded. There has been no inappropriate shocks and the physician is considering other options for this patient.

Event description:
The device was received at boston scientific's post market quality assurance laboratory in (B)(4) 2012.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory and was found with a battery status indicator of elective replacement indicator (eri) associated with a monitoring voltage of 2.37 volts. Engineering calculations determined that this device did meet expected longevity. Visual inspection found no abnormalities. The device was put through and passed therapy verification testing. The recorded pacing and shock impedance measurements were within normal range. The device was then put through and passed diagnostic testing that verified the performance of pacing defibrillation and sensing of the device. The recorded shock and pacing impedance following this test were normal. It was concluded that this device performed normally throughout laboratory testing.

Manufacturer narrative:
The event will be reopened if additional information is received and/or the rv defibrillation lead is returned for laboratory testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.